Event description:
The dr. Reported a hole in the cannula, close to the connection with the adaptor. The hole was noticed when making a new dressing. The catheter was cut and re-attached to the adaptor due to the hole and porosity of the first few centimeters